Manufacturer narrative:
Date of report: exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.